Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 24-oct-2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, cloudy and fold creases. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii and patient's concern with the product.

Event description:
Patient reported being diagnosed with a left side silicone implant rupture. Additionally, patient reported the left side breast is feeling ¿firm and looks abnormal due to capsular contracture," (translates to baker grade iii). Healthcare professional reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.